Event description:
Description a patient with congenital gastric wall muscle defect was admitted to our department. After admission, a PICC was inserted. On (B)(6) 2025, the septum of the needleless injection cap was replaced as usual and was functioning normally. On (B)(6), when the nurse was changing the fluid for the patient, she found water seeping from the cap. Immediately after the incident, the septum of the needleless injection cap was replaced with a new one, and all infusion pathways were rechecked to ensure safe and unobstructed intravenous infusion.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385102 and lot number 3306809. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.